Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated severe pain with daily activities and intercourse, urethral pain and abdominal pain, exposure, vagina prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Mesh was excised and removed.